Event description:
It was reported a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. It was stated motor stall caused by pt having MRI or other medical procedure. The pt had an MRI about 4+ hours earlier and the pump still showed a stall and still alarmed. The logs were checked and it was noted that there were no other motor stalls except one around the time that the pt reported having an MRI. Additional info will be provided when available.

Manufacturer narrative:
(B)(4)